Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak from a cracked y-fitting in a waste drain. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) verified the leak had stopped. No additional information is available.